Event description:
The customer reported that the system would display a x-ray disabled error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the generator interface printed circuit board and reloaded the good calibration files. The system was tested and found to be working as intended and put back into service.